Manufacturer narrative:
The customer¿s report of holes in the tubing was confirmed. Visual inspection of the set noted that there was a 2.1 mm slice in the smallbore tubing above the distal smartsite. Functional testing confirmed leaking from the hole during gravity infusion. The cause of the leak was determined to be a slice in the tubing. The cause of the slice is unknown.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there were holes in the tubing that were discovered while 1/2 ns was hanging on the patient in ir. There is no report of patient harm.